Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced infection at the ipg site, and both leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted. The patient was prescribed oral antibiotics.